Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device did not work and the endoscope had no image when connected to this cable. The issue occurred during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d10, h2, h3, h6, h11 the device was returned to olympus for inspection, and the customer reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering in image and heavy corrosion on connector pins a root cause could not be identified. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the event flickering in image due to faulty cable as well as cn (interface board) board. The most probable cause was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.